Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that as the delivery wire was being removed to verify coil detachment; the coil was noted to still be attached to the delivery wire but detached due to movement.

Event description:
It was reported that as the delivery wire was being removed to verify coil detachment; the coil was noted to still be attached to the delivery wire but detached due to movement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Only the delivery wire was received. Analysis revealed that the delivery wire and proximal contact were kinked. The distal end of the delivery was inspected and the coil had detached at the detachment zone. Information available indicated that the delivery wire, proximal contact and main coil were confirmed to be in good condition prior to use. It is probable that damages found on the returned delivery wire are related to handling during use. However, the main coil was not returned; therefore, it cannot be determined if the coil detached via electrolysis. Based on the information available and analysis of the device, the exact root cause of the reported issue cannot be determined.